Manufacturer narrative:
(B)(6) 2011, the analysis from the manufacturer is pending. (B)(6) 2011.

Manufacturer narrative:
(B)(4), 2011. The analysis from the manufacturer is pending.

Event description:
During a follow-up interrogation, telemetry error messages were observed. The device was put into standby mode and was reinitialized successfully but an interrogation message and an error loading patch were displayed; the interrogation was not successful. The manufacturer recommended a hard reset which was performed but the same messages were displayed. Therefore, the device was explanted.

Event description:
During a follow-up interrogation, telemetry error messages were observed. The device was put into standby mode and was reinitialized successfully but an interrogation message and an error loading patch were displayed; the interrogation was not successful. The manufacturer recommended a hard reset which was performed but the same messages were displayed. Therefore, the device was explanted.